Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5-6 weeks post operative from closing the subcuticular skin on an open procedure, the patient presented with redness of the incision on the foot and was complaining of pain. They waited for the patient to begin spitting suture so it can be removed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. Photographic inspection of the surgical site noted redness and inflammation. The site was labeled "kf 3-19-59". A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. It is unlikely that the reaction was a result of a manufacturing activity. Implantation of suture may elicit a minimal acute inflammatory reaction in tissue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5-6 weeks post operative from closing the subcuticular skin on an bunionectomy procedure, the patient presented with redness of incision on the foot and was complaining of pain. They waited for the patient to begin spitting suture so it can be removed.